Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain. It was reported that the patient was going to have an implantable neurostimulator (ins) replacement. The ins replacement was suspected normal end of life, but the rep now realized the current age of the battery and the reason for the replacement was unknown. The rep later reported that the replacement was postponed.